Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak located in the fibers of the dialyzer. The leak occurred immediately upon treatment. Test strips were used to confirm the leak. The machine did not alarm. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation had not yet been completed. A follow up report will be filed upon completion of the investigation.